Event description:
Patient was burned during her procedure by one of the instruments being used. Events discussed with md who referred to them as 3rd degree burns along incision line and was able to excise the damaged tissue. According to the information provided by the or techs, there was never any spark, or abnormality during the case until the end when the retractors were removed. At that time the area was noted to be red. This machine was brand new and had been tested and cleared upon delivery by biomedical engineering. Biomedical engineering has examined the equipment and they are unable to replicate the error / problem.